Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. Post-op, the suture was not dissolving causing an infection and re-operation to remove the suture. Prior to re-operation the patient was advised to just give them more time to dissolve but after nine weeks she was very uncomfortable and in a lot of pain. At this point surgeon suggested re-operation to remove the suture. The patient is currently healing and pain is better now than before the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know the product code or lot number of the ethicon product used? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information (email, street address and phone number) and sign release of medical information form attached.